Manufacturer narrative:
The exposed portion of the soft cannula was found to be kinked. Fluid flowed through the complete fluid path. The timing and cause of the observed cannula damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 283 mg/dl while wearing the pod between 4 and 24 hours on their arm. Information on treatment was not provided. The device was originally reported for allegedly not delivering insulin properly.